Event description:
The customer reported a clear fluid leak of approximately 40ml from the right side of a coulter act diff 2 analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures via phone. The customer found disconnected tubing in the diluent filters. The diluent filters filter the diluent supply which is also used for probe wipe procedures. The customer reattached the tubing and replaced the diluent filters and the instrument ran without leaks. (B)(4).